Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that fms vue® arthroscopy pump / shaver console sn#: (B)(6) , not working and no flow. Per service reports, this complaint can be confirmed. It was found during evaluation that fluid ingress in pneumatic circuit causing cpu damage. Further, seal was missing. The cpu board was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The missing tamper-proof seal is an indication that someone not authorized has opened the device. Fluid ingress into the device and contact with the pneumatic circuit is responsible for the damaged cpu board. The defective cpu board would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in united arab emirates that preoperatively to a knee arthroscopy procedure on an unknown date, it was observed that the pump device was not working while being tested. During in-house engineering evaluation, it was determined that the device had fluid ingress. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.